Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead measuring 59.5cm was returned in two segments for analysis. External insulation abrasion was noted at 10.7-11.8cm and 12.5-13.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 20.0-20.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 13.6-13.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was damaged during the surgical procedure at this location. (B)(4). (B)(6).